Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 547 mg/dl, and diabetic ketoacidosis. Cause was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. Tandem technical support was unable to obtain release date, however, customer indicated that the issue was resolved and no permanent damage was sustained.